Manufacturer narrative:
(B)(4).

Event description:
It was reported a revision knee surgery was performed due to pain and apparent loosening, where the patient had numerous cysts in the bone surrounding the implants.